Event description:
Healthcare professional reported, deflation. Healthcare professional, later reported, particles in valve. " #11 blade, used to drain remaining fluid and pin hole leak at plug strap". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis, the final assessment is: deflation/use error: delamination of the diaphragm valve assessed, as adhesive failure. Observed, opening device assessed, as surgical damage. Particles in valve: not observed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/04/2024.

Event description:
Healthcare professional reported deflation. Healthcare professional later reported particles in valve,"#11 blade used to drain remaining fluid and pin hole leak at plug strap". This record is for the right side. Device was explanted.

Event description:
Healthcare professional later reported particles in valve, #11 blade used to ¿drain remaining fluid," and "pin hole leak at plug strap." The device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation